Event description:
It was reported that the right atrial (ra) lead exhibited an atrial lead position check failure. The right ventricular (rv) left bundle branch (lbb) lead exhibited an undefined high impedance warning and undersensing during ventricular arrhythmia resulting in misclassification of episode termination. The ra lead and the rv lbb lead remain in the patient. The patient passed away which is unrelated to the device system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lbb lead undersensing was post-patient death. The atrial lead position check failure was noted to be due to the patient's condition of paroxysmal atrial fibrillation (af) with rapid ventricular response. It was also noted that the rv lead high impedance occurred during a procedure.